Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed damage in the epoxy header region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was not obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed that one resistors had corroded trace. It is believed that the failure of this implantable cochlear stimulator device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis and dye penetrant data. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of one resistor. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.